Event description:
During a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. During device preparation, air was observed within the sheath prior to use. The sheath was replaced; the procedure was completed successfully using alternative device without patient complications.